Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal and distal internal carotid artery using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, after an unsuccessful attempt to remove the thrombus using the 5max ace, the physician removed the 5max ace from the patient and reinserted it. While reinserting the 5max ace through a sheath, it fractured at the proximal portion and was removed. The procedure continued using a new 5max ace with the same sheath. The physician was able to successfully navigate the second 5max ace; however, removing the thrombus was not possible and the procedure was stopped at that point. There was no report of an adverse effect to the patient.